Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days port placement, the catheter allegedly had fractured at the connection handle. Reportedly, a small section directly breaks, about 0.3 cm. Additionally, extravasation of the drug was detected, and patient's sac is swollen and slightly red. Current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided and reviewed by divya kadam. The first photo shows the port separated from the cathlock, a small piece of catheter can be seen in the cathlock. The second photo shows a small catheter fragment inside a cathlock. Based on the provided photo, the reported fracture, fluid leak and the material separation issues can be confirmed. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post a port placement, the catheter allegedly had fractured at the connection handle. Reportedly, a small section directly breaks, about 0.3 cm. Additionally, an extravasation of the drug was detected, and patient's sac is swollen and slightly red. The current status of the patient was unknown.